Event description:
Healthcare professional reported extracapsular rupture diagnosed by MRI. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, painful and hard axillary ganglion.

Manufacturer narrative:
Visual analysis of the photographs identified; an opening and red particles.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported extracapsular rupture diagnosed by MRI. The device has been explanted and replaced. This record relates to the right side.